Event description:
It was reported that an IV 3000 user suffered an allergic reaction to the dressing. On the second day of therapy it formed serum and on the 3rd day the skin crusted and broke. The iv3000 was replaced and the issue was resolved.